Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was in a motor vehicle accident on (B)(6) and went to the ER. They were told they could use a massage heater unit and they used it that night. They said they felt the energy move to their left arm. Patient stated they stopped using the unit and read the label, which did have a warning for people with implanted devices not to use it. Patient stated they had not used it since that one time. Patient also mentioned they felt like something was in their left side and it had felt that way since they received the implant. Patient thought their implanted system was in their right side, however they weren't sure of the wire. Patient stated they were told it was probably sciatica, but they didn't believe it was. Patient was redirected to their healthcare provider to ask them to verify the placement of the lead and for the patient to work with their healthcare provider for the discomfort on their left side. Patient reported symptoms of energy in the left arm and pain on the left side in the back that occurred suddenly. No further complications were reported or anticipated.